Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the adhesive allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient experienced an allergic reaction to the pod adhesive while wearing the pod for longer than 48 hours on the abdomen. The patient was experiencing allergic reactions for over 5 months and had three appointments with the doctor regarding this issue. Steroid creams, benadryls, skintag and barrier films were provided by the patient's doctor to treat the allergic reaction.